Event description:
It was reported that a user experienced difficulty performing a supply change on the ilet, including repeated prompts to rewind the cartridge despite having already rewound, trouble filling tubing and getting drops, and challenges interacting with the screen due to vision impairment; blood glucose was elevated at 271 and later returned to 157. Symptoms included hyperglycemia. Outcomes included troubleshooting and education completed by support personnel with subsequent normalization of blood glucose. Investigation included review of the reported use sequence, guidance on proper cartridge and tubing fill steps, and user re-connection to therapy. Investigation of this case revealed no confirmed device malfunction and suggested user handling difficulties during cartridge and tubing fill, with the device prompting expected steps. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.